Manufacturer narrative:
Device evaluated by MFR: the renegade hi-flo microcatheter was returned to boston scientific for analysis. Visual analysis showed the shaft was stretched and fractured located 4cm from the hub. The device was not completely separated, the inner liner was still attached. There was a kink located 65.5cm from the hub. The shipping hoop was hydrated, and the device removed with no issues. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The device was confirmed for a shaft stretching, a fracture and a kink.

Event description:
It was reported that the catheter was fractured. A 135/10 renegade hi-flo kit was selected for use in transcatheter arterial chemoembolization on the liver. During preparation, after the physician opened the package and soaked the material with normal saline, when the catheter was removed from the package, it fractured at the middle. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.

Event description:
It was reported that the catheter was fractured. A 135/10 renegade hi-flo kit was selected for use in transcatheter arterial chemoembolization on the liver. During preparation, after the physician opened the package and soaked the material with normal saline, when the catheter was removed from the package, it fractured at the middle. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.